Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to this complaint. Impedances over 4,000 ohms were seen on all unipolar and bipolar pairs at the default setting of 0.5 volts. When stimulation was increased to 2.0 volts, the patient experienced a shocking sensation and the impedance test could not be completed. Additional information received reported that no lead fractures were noted. The patient planned to follow up in six weeks.

Manufacturer narrative:
Neurostimulator model 3058 serial# (B)(4) implanted: (B)(6) 2011 explanted: na, lead model 3093-28 lot# v746950 implanted: (B)(6) 2011 explanted: na, lead model 3093-28 lot# v689340 implanted: (B)(6) 2011 explanted: na, programmer model 3037 serial# (B)(4), programmer model 3037 serial# (B)(4).